Event description:
Meter name: one touch basic. Strip name: lifescan ot. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, nausea. A pt reported they were unable to get a reading on the meter. Their meter allegedly would only prompt not ok and redo messages. The result on their meter was 65mg/dl (unclear when test was done.) No comparison. Not treated.